Event description:
Additional information was received that during the valve procedure, the right leg was used for access site. The bleeding/occlusion occurred on the right side at the right access site after the 18 french (fr) non-medtronic introducer sheath (dryseal) was removed. The minimum diameter of the access vessel was 6.5 millimeter (mm) x 8.8 mm. Per the physician, the cause of the bleeding/occlusion was unknown but the non-medtronic introducer sheath contributed to the occlusion. Per the physician, the delivery catheter system (dcs) did not contribute to the bleeding/occlusion.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an attempt was made to stop the bleeding from the access site in the patient's leg; however, a vascular occlusion occurred. An angiography was performed that revealed the non-medtronic closure system was "caught" on the posterior wall of the access vessel causing the occlusion. Expansion was attempted using a 7 millimeter (mm) by 40 mm non-medtronic balloon dilation catheter; however, this was unsuccessful. Subsequently, surgical treatment was performed and normal blood flow was restored.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.